Event description:
Nurse reported that the customer was hospitalized due to high blood glucose levels. Nurse reported that the customer was not wearing the insulin pump at the time of hospitalization or prior to the admission. Blood glucose was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.